Event description:
I purchased a heating pad from sunbeam and the element burned through the heating pad and burned my furniture after it was unplugged. I have made several attempts to contact the company and cannot get them to reply. Date manufactured: 2016. Age group (optional): 30-39.